Event description:
It was reported that during a shoulder surgery, the shaver keeps running. A handpiece error message did not occur. The procedure was successfully completed with a back up device, delay in the case or patient injury were not reported. Revision surgery was not performed.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and found the housing was corroded. Footswitch failed functional testing with footswitch error using a known good control unit and mdu. The left pedal failed to function properly; the actuator was stuck from corrosion buildup. The complaint was confirmed and the root cause was determined to be the corroded actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.